Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that no drips of insulin were observed to be exiting out of the cartridge tubing during the load fill tubing sequence. A cartridge change was performed resolving the issue. Customer's blood glucose was within range.